Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the patient presented with palpitations. High thresholds were noted on the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.